Manufacturer narrative:
Device passed the displacement test, sleep current test, active current test and self test. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. No pump error 68 alarms noted during testing. Pump error 68 not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons and trace pointers were invalid. The customer's blood glucose value was 95 mg/dl. Customer reported that her insulin pump was stuck on press key to unlock and cannot get it off or into the insulin pump also received no response from the insulin pump when she clicked the correct button. Customer received pump error while reset the insulin pump. Customer was unable to clear the alarm. The keypad appeared to not be working. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button, arrows seem to be unresponsive. Customer stated using the down arrow does not allow them to navigate screens. The device will be returned for analysis.